Event description:
Balloon dilation device popped while trying to dilate the pt's esophagus. Balloon retrieved through scope intact, no retained pieces. Md was able to use another balloon to finish the procedure.